Event description:
The infusion pump was involved in an over delivery. The pump was programmed to infuse a 100 ml heparin at 7 ml/hr, however the entire amount infused in only 1 hour. The pump was removed from the pt. Pt observation was the only add'l intervention.